Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a small section of descemet's membrane separated at the primary incision in a patient's right eye. The surgeon thinks that because the incision was more anterior and angle was more extreme that this could have contributed to the separation while inserting the phacoemulsification tip. The doctor placed an air bubble in the anterior chamber to reattach the separated membrane after stain was used to confirm. In the physician's opinion, the incision placement of the laser contributed to the event.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).